Manufacturer narrative:
Additional information: analysis of the returned device shows that no pre-existing defect has been identified at the level of the broken section. The breakage is consistent with a fatigue of the metal due to repeated flexural loading of the tap during its use (instrument used since 2005 according its lot number). No deviation or non-conformance has been recorded for the lot number ba05e022.

Event description:
It was reported that a patient underwent a spinal procedure, during the procedure the tap broke in the pedicle. The broken piece was removed. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.